Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/ wedge/ segmental resection procedure, on the first firing of lower left lobe resection (metastatic pulmonary tumor), reload was connected to the handle. The surgeon articulated the jaws twice to the left and fired the device. For the second firing, another reload was connected to the same handle, then the surgeon fired the device. On third firing, a new reload was connected with the same handle then fired the device. The surgeon noted u-formed staples in all cutline. Replaced by a new handle ,and connected new reload, and the firing were completed with no problem. The tissue was normal hard and thin due to marginal side. The surgeon felt strangeness at the last handle squeezing of every firing. The patient has no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.